Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an aortic aneurysm bypass procedure. The instrument misfired and damaged the vessel. Bleeding occurred. The surgeon sutured to complete the procedure. The hosp reported that the pt's status is satisfactory.